Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device alarmed for no delivery. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 600mg/dl. Troubleshoot was conducted. The customer was advised there may be set occlusion. The customer was advised the set would be replaced and returned for analysis.